Manufacturer narrative:
Medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a consumer regarding a patient who was receiving fentanyl, unknown concentration at unknown dose via intrathecal drug delivery pump for non-malignant pain. It was reported that the reason for call was to know if the catheter can become kinked if the pump flips. Patient got her pump refilled every 3 months. At the refill yesterday, the healthcare professional (hcp) pulled out a lot of medication and they calculated that the patient only got 3 days worth of medication in 3 months. The hcp could not read the pump with their clinician programmer. The hcp discovered the pump was flipped and they flipped it back. The pt was not feeling any better after her pump refill and did not feel well. No further complications were reported.

Manufacturer narrative:
Concomitant medical products: product ID 8781 product type catheter medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information was received from a manufacturer representative (rep). It was reported that the rep was unable to aspirate catheter. Patient was being sent for catheter revision and to have the pump repositioned and secured in pocket. No further complications were reported.

Event description:
Additional information was received from a manufacturer representative (rep). It was reported that the cause was undetermined. Dye study was on (B)(6) 2019. No further complications were reported.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information was received from an hcp via a manufacturer representative on 2019-mar-27. It was reported that at the refill on (B)(6) 2019, 36ml were pulled out of the pump but they should have only aspirated 2.9ml. It was confirmed that the refill interval was approximately 97 days. The patient was seen again on (B)(6) 2019 due to increased pain and withdrawal symptoms. The pump was flipped again, and 39.6ml were pulled out when they should have only aspirated 36ml per the telemetry report. It was noted that the patient had only laid flat on her back for the last two weeks, and didn't know how the pump kept flipping. The patient was put back on oral pain medication and the pump was turned to minimum rate. The hcp inquired whether they should do a dye study even though they had two office notes with documented malfunctions/inconsistencies, or just send the patient to a surgeon for a revision consultation. The issue was not resolved and no surgical intervention was planned or scheduled at the time of report. The patient's status was alive - no injury.